Event description:
The hcp reported that the patient was experiencing swelling over the upper back area. It was reported that the catheter had dislodged and was left free floating in the intrathecal space. The catheter was reinserted. The patient was last seen by the hcp and was doing fine. A follow up report will be sent if additional information is received.